Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and noted that the unit turned off by itself. A faulty cable on the switch was secured to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the screen was frozen and the unit was not switching on.